Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported device difficulty inserting/positioning the device and device entrapment could not be replicated in a testing environment as they resulted from procedure circumstance. The reported foot retraction problem was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure due interaction with the anatomy and downward force applied during device insertion. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a femoral vein with fibrous plaque was attempted with a proglide device using the pre-close technique via a 9f sheath prior to an atrial fibrillation ablation procedure. Reportedly, after deployment of the proglide, there was resistance moving the device away from the arterial wall. It was not possible to close the footplate. The proglide could not be removed. The vessel was incised to remove the device. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay. No additional information was provided.